Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements reaching over 200 ohms. Technical services (ts) recommended reprogramming changes. This lead remains in service. No adverse patient effects were reported.